Manufacturer narrative:
Pump was returned with no unexpected check settings alarm or battery out limit alarm. All operating currents are within specification. Off no power alarm functions properly, no unexpected restart, no delivery alarm, noted during testing. Unit passed self -test and no alarms noted in the alarm history screen. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime, sensor system test and the excessive no delivery test. No unexpected no delivery alarm noted. All buttons function properly. No damage noted on keypad traces, the j2 connector on lcd was locked. The unit was returned with scratched reservoir tube window this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the alarm is reoccurring after battery changes. Customer does not recall any significant events leading to the error. Customer's blood glucose was 105 mg/dl at the time of incident. Troubleshooting was able to assist however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.